Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Reportedly, customer's blood glucose (bg) level dropped to 28 mg/dl. Customer believed low bg level was not related to the pump or supplies, and declined to provided the cause for low bg levels. Customer addressed low bg with carbohydrates. Customer had insulin pens as alternate insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed. Cgm alert 3 (cgm glucose reading below the user¿s threshold) annunciated on multiple days throughout the month. User made bolus requests within close proximity to previous bolus request, and still had insulin on board (iob). Basal rate was increased from the beginning of the month to the end of the month. Complaint could not be confirmed. Making bolus requests and still having insulin on board could lead to a low bg event. Basal rates may still need to be adjusted to compensate for daily activities. There is no evidence that the insulin pump experienced a malfunction or failure that contributed to the reported low bg.